Event description:
When using "autoprime" mode, they got a positive pressure that forced fluid back into the saline bag causing contamination of the saline. After further discussion with this clinic, it was determined that this complaint was based on observed hemolysis during rinseback. The blood turned brown, rinseback was stopped and treatment ended. Saline bag was tested and found to be contaminated with peroxylic acid used in reuse dialyzers.